Manufacturer narrative:
The customer reported problem cannot be confirmed, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer recognizes the battery conditioning task does not complete on 8015 (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer recognizes the battery conditioning task does not complete on 8015 (s/n (B)(4)). Explained problematic situation for the device failure. Customer had replaced the battery, which did not resolve the issue. Assisted customer to identify logic board needing to be repair/replacement. Informed customer, based on device serial number, we do not support unit. Customer will retire the device, based on end-of-life for the product. End call.